Event description:
It was reported that the implantable cardioverter defibrillator (ICD) could not be interrogated via radiofrequency (rf) telemetry. A device firmware upgrade to restore the device was performed. Rf was restored. The patient was stable.